Manufacturer narrative:
The device was received for evaluation. Visual inspection identified that the pump tubing was damaged. During functional testing the device leaked from a hole in the pump tubing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set broke while infusing parenteral nutrition and the medication overflowed into the pump. The infusion rate was 9.6 ml/hour and this occurred approximately 13 hours into the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.